Event description:
It was reported that the surgeon experienced tightness while deploying a preloaded intraocular lens (iol), requiring extra effort. The cartridge tip stretched unusually, which was not typical. The scrub nurse noted no resistance during lens preparation. Despite these issues, the surgeon implanted the lens. The used lens was retained for potential return, and no further information was available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: the device was not returned for evaluation; however, a (photo or video) was received. The customer provided photos were evaluated. The photos show the complaint device and the cartridge tip could be observed to be slightly bent. No other issues were observed. Since no product was received, no further evaluation was performed. The complaint issue cartridge tip cracked/damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.